Manufacturer narrative:
(B)(4): a philips rep evaluated the device and verified the reported symptom. The energy select switch was replaced to resolve the issue. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the energy select switch.

Event description:
The customer reported that during testing it was noted that a problem with the selector switch and the unit failed to power on. There was no pt involvement.